Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin infection at the infusion site on the arm after an unspecified duration of pod wear. The patient stated that she began omnipod therapy on (B)(6) 2025 and developed symptoms consistent with a skin infection almost immediately, describing painful lipohypertrophy that subsequently led to scarring. According to the patient, the infection episodes did not appear to be associated with an allergic reaction to the adhesive, but rather with an allergic reaction to nickel. Reportedly, the skin infection made the patient¿s blood glucose levels unpredictable and typically elevated, with readings rising to approximately 20 mmol/l (360 mg/dl) on several occasions despite correction bolus doses. The patient attributed the lack of response to bolus insulin to the skin condition and reported managing the elevated blood glucose with manual insulin injections without removing the pod. The patient further stated that she had a prior history of skin issues prior to omnipod use and therefore did not initially seek medical attention for the infections that developed at pod sites. She self-treated using an over-the-counter antiseptic skin cream and began replacing pods every two days instead of every three days in an effort to reduce symptoms. Following the last pod worn sometime on (B)(6) 2026, the patient reported development of a severe infection, which prompted consultation with a diabetic nurse. It is unclear whether a formal diagnosis of a skin infection was made or whether any treatment was prescribed during this consultation. Additionally, the total number of pods associated with the reported skin reactions and scarring is unknown. The patient indicated that the skin reactions were limited to the arms, as she avoided using other sites due to concern about infection. The patient discontinued omnipod therapy on (B)(6) 2026 following the final episode.